Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement device shipped to site 04/25/2014. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the screwdriver instrument broke. The broken instrument was removed from the patient. A different screwdriver was used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.